Manufacturer narrative:
After the balloon of a 5f mynx control vascular closure device (vcd) was inflated and brought into contact with the artery, the pressure indicator showed that the balloon deflated. As a result, the mynx control did not work, and the artery has to be compressed with a pressure dressing compression bandage. Activity performed with loss of time and/or quality. Prolongation of care. There was no reported patient injury. As per the sales rep, this was a common problem that occurs with different surgeons. The product was not returned for analysis. A product history review of lot f2107703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics, although not reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. After the balloon of a 5f mynx control vascular closure device (vcd) was inflated and brought into contact with the artery, the pressure indicator showed that the balloon deflated. As a result, the mynx control does not work, and the artery has to be compressed with a pressure dressing compression bandage. Activity performed with loss of time and/or quality. Prolongation of care. There was no reported patient injury. As per the sales rep, this was a common problem that occurs with different surgeons. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe attached to the device. The sealant remained in manufacturing position and not exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation /deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2107703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the balloon of a 5f mynx control vascular closure device (vcd) was inflated and brought into contact with the artery, the pressure indicator showed that the balloon deflated. As a result, the mynx control does not work, and the artery has to be compressed with a pressure dressing compression bandage. Activity performed with loss of time and/or quality. Prolongation of care. The device will not be returned for evaluation. As per the sales rep, this was a common problem that occurs with different surgeons.